Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
According to the information received, failed multiple times during use, displaying a sensor deviation error message. Upon arriving in theatre 8, the unit was still inoperable, so user exchanged it for a ui400 from one of the stacks so the case could continue. No death or (unanticipated) serious deterioration in state of health reported.